Manufacturer narrative:
Per supplier investigation, ¿investigation from gel and vacuum. 13pcs retention sample. Pouches were in good conditions with no false seam, vacuum in normal condition.¿ in addition, during removal of the catheter from pouch, no phenomenon of catheter stuck by the pouch, catheter can be pulled out smoothly. Tubing was confirmed to be coated with gel. Gel covered is smooth and not lumpy. No abnormality on the retention samples from aspect of pouch, catheter appearance. Records shows no power failure or breakdown during the manufacturing process. Gel was kept in temp controlled environment with temp and humidity meeting requirements. In summary, no abnormality on gel material, production and inspection process. No evident of transitory hot temperature that could change the product quality. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
D2a: common device name: ultra cath male 16" straight tip. D2b: procode: kod. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
End user reports "he feels like every single catheter he has ever used of this product in multiple boxes since he started using this product for the first time starting in jan 2024 has arrived to him with lube "dried out. He said when he tries to take them out of the packaging they are difficult to remove from packaging and they curl at the bottom like the lube is dried up in the bottom of the packaging. He has to struggle to get them out. He also has parkinson's but states he has no issues with hand dexterity or strength. He said the lubricant comes dried out and he has to apply his own lubricant prior to use to be able to use them. No harm reported nor any concerns with any utis at all with use of these." It was explained to him the different types catheters and if he was comparing it to the feel of a prior catheter he had used, if he didn't use a pre-lubbed catheter prior, that may be why these feel different to him." Again, "he reiterated feels like the issue is how they are stored prior to arriving to him and they are "dried out."